Event description:
It was reported that the patient presented to the emergency room after receiving high voltage therapies. A chest x-ray revealed that the left ventricular lead had dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.